Manufacturer narrative:
This supplemental report is being submitted to provide the results of the customer's culture test results. Please see b5 for the additional information. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that on (B)(6) 2024, the endoscope reprocessor tested positive for 1 colony forming unit (cfu) of bacillus licheniformis and 3 cfus of gram positive rods. On (B)(6) 2024, the endoscope reprocessor tested positive for 2 cfus of candida tropicalis. And on (B)(6) 2024, the endoscope reprocessor tested positive for 1 cfu of candida tropicalis.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope preprocessor tested positive for an unexpected contamination. The issue was found during a routine culture of the device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the complaint investigation. Updated fields: d8, h4, h6, h11. The device was evaluated by olympus, and the reported failure was not confirmed. A review of the service history and device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.